Manufacturer narrative:
The meter, controls, and test strips were provided for investigation. A replacement product was sent. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
There was an allegation of discrepant glucose results for one neonate tested with accu-chek inform ii meter serial number (B)(4) compared to an unknown laboratory method. At 12:30 a.m. Controls were run on the meter and passed. At 12:46 a.m. The result using the meter was 44 mg/dl. At 2:16 a.m. The result using the meter was 50 mg/dl. At 4:13 a.m. The result using the meter was 41 mg/dl. At 4:14 a.m. The result using the meter was 49 mg/dl. At 4:23 a.m. A laboratory draw was done and the result was 58 mg/dl. At 6:15 a.m. The laboratory result was 48 mg/dl.

Manufacturer narrative:
The returned meter (uu14410444) was tested with retention test strips and quality control materials. Control ranges: level 1 30-60 mg/dl. Level 2 261-353 mg/dl. Results: level 1 ¿ 42, 44, 43 mg/dl. Level 2 ¿ 297, 294, 295. All returned results are within acceptable range. The returned test strip lot 670034 was inspected. The strip vial, desiccant, and vial cap were acceptable in appearance. No obvious reagent discoloration. Testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. Per product labeling, " as a matter of good clinical practice, caution is advised in interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology."